Event description:
It was reported that there was stimulation in the wrong location. It was stated that the patient was traveling from (B)(6) when she started to notice a change in stimulation. It was stated that the change in stimulation first felt like the patient¿s ¿arms were going to sleep.¿ it was stated that the stimulation was going down either one or both of the patient¿s arms, where as it was supposed to be going to the thoracic ribs.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0b72u, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va0ahc5, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s arm was tingling with the implantable neurostimulator (ins) off, so they went to the emergency room. The patient¿s leads were subcutaneous. The cause of the event was not determined and it was unknown if it was device related. The healthcare professional (hcp) did not know if troubleshooting was done or if further actions were taken. The patient had recovered without permanent impairment.